Event description:
It was reported that there is a piece of metal sticking out of the shell at the edge of the rim.

Manufacturer narrative:
Evaluation summary: as received, there was a fiber protruding from shell near the rim. Dimensions taken on the returned device were found to be conforming. By nature of the material, post-manufacturing handling has the potential to pull up a loose wire. Post-manufacturing handling may have pulled the wire loose in this case. With the information provided, a definitive root cause for this event cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.